Manufacturer narrative:
Interim product eval: the investigation is in progress. An injector sample has not yet been received for eval. One injector lot number was identified with this complaint. No abnormalities that could have contributed to a damaged lens were found during the reviews and the product was released according to alcon's acceptance criteria. Root cause: a root cause has not been identified. The root cause will be reassessed upon completing the investigation. Action taken: no action has been taken at this time. There have been no other complaints reported in the lot number. Add'l info has been requested and received. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was exchanged because a scratch was noted on the iol after implantation. The pt was brought back to surgery the next day. The iol was exchanged for the same model and power iol. During the exchange procedure, a posterior capsule defect was noted and vitreous was observed. An anterior vitrectomy was performed and the lens was sutured. The surgeon reported that he feels the root of the problems are with the injector. An unapproved viscoelastic was used during the surgical procedure. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the initial surgery.